Manufacturer narrative:
H4: the lot was manufactured from december 20, 2022 to december 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the top, in the corner; further described as a "pinhole leak". The issue was identified during compounding. There was no patient involvement. No additional information is available.